Event description:
The pt's cochlea was ossified due to meningitis prior to implant surgery. The pt's electrode array migrated out of the cochlea: confirmed by an MRI (date not reported). The device was explanted in 2005 and the pt was reimplanted with a new device in the contralateral ear.